Event description:
On june 28, 1999 safeskin corporation was served with the following lawsuit: plaintiff's claim alleges the following: severe physical injury and damage, including, but not limited to, severe and irreversible type 1 latex allergy, shortness of breath, asthma, swelling, itching, rashes, hives and anaphylaxis.